Manufacturer narrative:
The investigation into the reported pump position issue was completed. The device was not returned for evaluation. According to the clinical details the pump became dislodged due to patient movement. Based on this information, the root cause of the positioning issues was determined to be patient movement. This report is being filed as part of a retrospective review of historical records. The failure modes will be monitored and trended.

Event description:
The user facility reported that a 55-year-old male patient implanted with the impella 5.5 for mechanical circulatory support experienced positioning issues. The device became dislodged from the left ventricle when the patient abruptly sat up in the bed after being moved off the operating room (or) table. The patient reached to pull out his endotracheal (et) tube and the "impella in aorta" alarmed and then resolved when the patient laid down. The alarm occurred again in the intensive care unit (ICU). The physician was unable to recross the valve, so the pump was removed. There was no harm reported to the patient.